Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2005263 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Through examination of the retained samples, no defects could be observed. Based on the provided customer feedback, we have concluded that the mentioned particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that the bd discardit¿ ii 2 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: the plunger of the syringe releases particles where did the incident occur: before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 2 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: the plunger of the syringe releases particles where did the incident occur: before use.